Event description:
User experienced a leak behind the analyzer. No one has been injured. No erroneous results were generated due to the leak. The field service representative determined there was a loose clamp on the waste tubing. He tightened and secured the clamp around the base of the waste tubing.